Event description:
The treatment started in (B)(6) 2011. The pt reported respiratory problems and hives, itchiness in throat (date unk). The pt indicated visiting the emergency room (ER) (date unk), but no diagnosis or add'l reports were provided. The pt discontinued the treatment and 3 days later the symptoms disappeared. The treating doctor considered the respiratory problem may have been an indication of anaphylaxis and that the event was serious and could have become life threatening to the pt if medical attention was not sought.

Manufacturer narrative:
The aligners are not being evaluated (method) as the product performed in accordance to specs (results conclusion) and the device was used in accordance with labeled indications (results). This event is being filed as an MDR, because the treating doctor considered the respiratory problems may have been an indication of anaphylaxis and that the event was serious and could have become life threatening to the pt if medical attention was not sought. The pt indicated visiting the ER, but no diagnosis or add'l reports were provided. No evidence has been provided that supports or opposes the fact that the invisalign product caused or contributed to the pt symptoms. Based on the treating doctor's opinion of the potential anaphylaxis, and since the invisalign product was being used at the time of the reported symptoms, an MDR is being filed.